Manufacturer narrative:
The lead was returned in two pieces. Examination of the lead found external abrasion at 10-10.5cm and 17.6-17.7cm from the header. The etfe coating of the re conductor was also abraded. The damages are consistent with friction to another implanted device.

Manufacturer narrative:
External insulation abrasion was noted at 17.6-17.7cm from the header, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion under the svc shock coil was noted at 23.7-25.7cm, 25.8-26.0cm, and 26.3-26.7cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 10.0-10.5cm from the header, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of a sensing anomaly.

Event description:
The physician elected to explant the lead when the signal amplitude decreased from >10mv to <1mv. The device oversensed t-waves and caused inappropriate shocks. The lead was disconnected from the device and capped.

Event description:
Correction: the pace/sense portion of the lead was capped and replaced 3 months after the initial implant. The lead remained active. The lead was explanted and replaced during ICD change out.